Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "stenosis" was unable to be confirmed based on insufficient medical records and imagery. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 valve in aortic position. Approximately 4 years and 5 months post tavr, the patient is being evaluated for a possible valve in valve due to stenosis. No intervention has been done yet as the team is in the initial stages of planning. The patient is experiencing symptoms such as shortness of breath, doe, and lower extremity edema.